Event description:
Upon unwrapping syringe from sterile outerwrap, IV room technician noticed a small piece of clear plastic looking particulate matter on top of black plunger tip inside syringe. Syringe was not used on a pt and promptly given to reporter for quarantine & to report.